Manufacturer narrative:
On 1/8/2020, mentor became aware that psr submission reference numbers (B)(4) and manufacturer report number (B)(4) were duplicate reports of the same event. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On may 30, 2022, mentor became aware that manufacturer report numbers 1645337-2019-15018, and 1645337-2020-00640 are duplicate reports of the same event. Please see see manufacturer report number 1645337-2020-00640 for complete documentation of this event. No further regulatory reporting to us FDA will be done under this manufacturer report number 1645337-2019-15018. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, mentor became aware that incorrect information was inadvertently reported under manufacturer report number 1645337-2019-15018 follow up number 3 that the replacement was bilateral. The replacement was unilateral in nature, not bilateral with catalog number: 3503001bc; serial number: (B)(4). On the right side on (B)(6) 2019 during revision augmentation for right-sided capsular contracture, grade 3-4. Also, manufacturer report number 1645337-2019-15018 follow up number 4 indicated that psr submission reference numbers (B)(4) and manufacturer report number 1645337-2019-15018 were duplicate reports of the same event. However, the report is not a duplicate of any other previously submitted report. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 8/22/2019, mentor became aware that the capsular contracture grade was IV, not iii that was previously reported. Information received also indicated that patient underwent bilateral explantation and replacement with catalog number: 3503001bc; serial number: (B)(4) on the right side and serial number: (B)(4) on the left side. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 7/30/2019, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Date of explant was provided as (B)(6) 2019, and field d7 (explantation date) has been populated with this information and field b2 (is required intervention) has been checked. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 8/19/2019, device evaluation was completed. Device evaluation summary: during evaluation of the sample it was observed to be intact. No additional anomalies were observed. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. An investigation of the returned device was performed, and mentor could not uncover a device failure that we could connect to the reported medical symptoms. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old african american female patient underwent primary breast augmentation with 300cc mentor memorygel breast implant and was presented with right side capsular contracture; baker grade iii confirmed upon examination on (B)(6) 2019. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.